Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl (value not provided); with an unknown cause. Customer required assistance from spouse to address bg via a manual injection and supply changes. The customer was instructed to consult with the healthcare provider regarding bg level.